Manufacturer narrative:
Report source: maude report mw5106104. (B)(4). The complaint device was not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio device was used during a procedure to treat pelvic organ prolapse on (B)(6) 2021. The suture device broke during the procedure and the patient required unspecified intervention.